Event description:
Customer reported having keypad issues. Customer's blood glucose was 114 mg/dl. The customer reported the act button not responding when he was trying to deliver a bolus. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The battery icons functioned properly. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.